Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Stryker replaced the device's keypad to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker for a non-critical issue. Upon inspection stryker observed the device's on/off button was not working. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no patient use reported with the event.